Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device did not seal properly, no regrasp alert and end tone was heard. The new device was used to complete the case. There was no patient injury